Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, bursitis, patellofemoral pain syndrome, chondromalacia, add, hyperthyroidism, knee pain, painful hips and anxiety disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;etonogestrel (nuvaring), intrauterine contraceptive device (paragard), levonorgestrel (mirena), levothyroxine sodium (synthroid) and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced premenstrual syndrome ("hormonal changes describe: pms"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)\heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") with uterine enlargement and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menorrhagia, urinary tract infection and dysmenorrhoea had resolved and the premenstrual syndrome, adenomyosis and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, premenstrual syndrome, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, adenomyosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : reporter added. Aka name added, patient demographic added, product indication and essure removal date updated. Event injury nos is replaced with vaginal hemorrhage. Case become valid. Events added : hormonal changes describe: pms , abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, adenomyosis, dysmenorrhea (cramping), fibroids. Concomitant drug, medical history and lab data added. On 9-may-2019: coding request received. Synonym updated to pms (pre-menstrual syndrome). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.